Event description:
On september 25, 2002, baxter healthcare corp was notified of this event that occurred in 2002. Facility biomedical technician called to request this meridian device be evaluated by baxter following a pt event two weeks ago. Facility continued to use the device during this time. Pt was receiving hemodialysis on this meridian device when the pt coded. "Physician alerted staff to this pt's terminal medical condition when taken on as a pt". Do not resuscitate (dnr) was in effect at the time. Pt deceased according to bio-midical technician, although there was no official report from hosp. No blood or dialysate samples were drawn at the time of this event. No further info has been provided by the healthcare professional.